Event description:
Reporter indicated a vns therapy patient is experiencing pain that goes up her neck and up the skull. The patient "has been fainting quite often so she would fall." According to the patient, the physician said the fainting is "related to her bp levels." She stated that her bp will sometimes shoot really high and her pulse will drop really low. Good faith attempts to obtain additional information have been unsuccessful to date.